Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review on 02/02/2016; 188 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 10.5 w. Wave forms indicate a sudden sustained increase in power consumption outside the normal operating range on (B)(6) 2016. Parameters returned to normal operation on (B)(6) 2016 at approximately 16:22:49. Additionally, wave forms indicate an increase in power consumption starting on (B)(6) 2016 to current parameters outside the normal operating range. The instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as pump thrombus and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported patient had a high watt alarms and the pump was replaced. Cause of death is multi organ failure. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional info received from the site indicated that hemolysis parameters increased on (B)(4) 2016 and pump parameters rose continuously to approximately 7 watts. International normalized ratio (inr) was also reported to have increased during the time of the reported event. Pump parameters returned to normal but increased again from (B)(4) 2016. The device was exchanged on (B)(4) 2016 and the patient reportedly expired on february 1st 2016. Cause of death was reported to be multi-organ failure and liver failure. Analysis of the pump performed by the site indicated that thrombus was located inside the pump. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Independent pathology performed confirmed material on the inflow cannula wall that is consistent with thrombus. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's the anticoagulant therapy and clinical condition prior to the reported event. The most likely root cause of the reported event and patient outcome is multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. (B)(4) was returned to heartware for evaluation. The reported event of "high power" for pump (B)(4) could not be replicated but was confirmed with log file analysis. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with average power consumption of 1.86 watts, but revealed a wet test failure due to a power shift condition with a maximum power attained by the shift of 1.98 w. Per (B)(4), this power shift condition does not correlate with complaints. Visual examination did not identify any discrepancies that may have caused or contributed to the reported event. Dimensional verification of returned pump (B)(4) showed a slight deviation from the rear housing disc curvature specification. However, per (B)(4), this deviation is not expected to impact pump performance. Independent pathology report revealed evidence of thrombus within the pump. Minimal abrasions were noted on the superior surface of the impeller and corresponding upper housing ceramic surface along with mild to moderate abrasions on the lower housing ceramic surface and corresponding inferior surface of the impeller. These mechanical abrasions on the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.